Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (530 mg/dl at its highest) and corrective boluses were delivered to address the bg. The customer thought that cortisone injections were impacting the bg level. A pump system check was performed and the pump was found to be operating as intended.